Event description:
Pt underwent a breast lumpectomy. After the lump was excised the surgeon used the absorbable hemostat as a filler and filled in the area. One month after the operation, the pt complained of an itchy rash and pain all over the breast. The rash then spread on her body. She was re-hospitalized on 02/06/2006 and she was treated with a steroid ointment. The doctor performed a patch test against the surgical and the result was positive. At this time the pt rash has resolved, however, she is still being treated.